Manufacturer narrative:
(B)(4).  Physio-control advised the customer that their device is no longer supported by physio-control, therefore service is no longer available. The customer was unable to state whether or not they will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on.  The customer confirmed that it would not power on with two fully charged batteries.  There was no patient use associated with the reported event.